Event description:
It was reported that the patient present for a follow-up in clinic. It was noted that patient experienced discomfort due to muscle stimulation in the leg. An attempt was made to interrogate the atrial leadless pacemaker (alp), but it was not possible with normal patch placement. A chest x-ray (cxr) revealed alp dislodged and embolized to the iliac region. The alp was explanted. The patient was stable throughout the procedure.